Event description:
Nurse plugged pump in. She stated that it immediately shocked her, and she let go of the cord. Prongs from the ac power cord were noted to have separated from the plug and were still in the wall outlet. Patient was not connected to the pump at the time.